Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime tests. The insulin pump was received stuck in a motor error alarm during bolus or basal delivery loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 140mg/dl. No significant events leading to the alarm were observed. It was reported that customer was unable to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).